Manufacturer narrative:
Results of investigation: carefusion certified service technician was able to duplicate the reported issue that the "unit keeps resetting". All testing¿s was performed by using a known good test patient circuit, as well as a known good ac adapter. During internal inspection of the suspect ventilator, it was noticed that the reported issue was due to grounding clips which were not properly installed and were loose inside the ventilator. The reported issue was resolved by removing grounding clips. The service technician was unable to duplicate the included reported issue that the ventilator was autocycling. The device was returned to the customer operating to service specifications.

Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer (paramedic) reported that the lap top ventilator reset three times during transport, furthermore ventilator auto-cycled and stopped ventilating on disabled sensitivity. The reported incident occurred while suspected ventilator was being used on a patient. There was no harm to any patient or clinician in association with the reported complaint.